Event description:
While using a byte night aligners, patient reported that the aligners cut the right inside of their cheek and it was extremely painful to eat or talk. The cut caused by the aligner got infected and they had to go to the emergency room for treatment. Requested additional information from the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.